Event description:
Customer reported the insulin pump was not working. Customer's blood glucose was 408 mg/dl, attempting to treat with the device. Customer stated she was urinating a little more as symptoms she was experiencing. The drive support cap appeared to be normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. The device passed high pressure test. Cannula was not bent. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.